Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 592 mg/dl. The mother stated the customer's blood glucose levels are in control when he is on an insulin drip, but as soon as he goes back on the insulin pump, they elevate. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.